Event description:
It was reported by the customer that a pyxis medstation system had a failed remote manager. The customer stated that they must push to get it close/locked. Sometimes it failed, and it's been going for a while, can recover and close it but something is wrong with the fridge. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed remote manager. The field service engineer found that the remote manager was working fine, and the hospital owned refrigerator was dead bolted, causing the delay, not pus as it was working fine. The system functioned as intended after the field service engineer troubleshooted the device.